Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-02010-00146. Following an uneventful novasure endometrial ablation the physician viewed the cavity via hysteroscope and saw a uterine perforation. He believed "the perforation to have been caused by the hysteroscope" (not a hologic device). A laparoscopy was then performed and a perforation was located in the "posterior wall of the fundus". Additionally, the physician viewed "two small places on the mesentery that each had a small burn". No damage to the bowel was seen upon inspection by a general surgeon. No treatment was needed and the patient was admitted for overnight observation. She was discharged home the following day ((B)(6) 2011). On (B)(6) 2011 the physician's office reported the patient has been seen on follow-up and is doing very well. A hysteroscopy, tubal ligation, endometrial biopsy, and sharp curettage (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the suresound as the lot number was not provided by the complainant. According to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).